Event description:
Since (B)(6) 2011 (date of implant), I have had multiple adverse side effects and health problems... Including hip pain / problems, lower back pain (2 bulging discs), migraines, cramping, sharp pains in right lower pelvic area, feel of inflammation, loss of libido, painful periods, painful intercourse, long menstrual cycles, unable to orgasm, breast pain/ tenderness (cysts/tumors), abdominal spasms, joint pain, chronic pelvic pain, all over aches and pains, bloating, brain fog, memory loss, anxiety, panic attacks, depression, diminished brain function, brain cloudiness, forgetfulness, confusion, short term memory loss, vitamin d deficiency, folic acid deficiency, insomnia, vision problems (blurred vision), decreased eye sight, night sweats, dry skin, blood in urine, leg pain, tremors/ twitching, dizziness, unexplained easy bruising, cysts on ovaries, mood swings, heart palpitations, cyst on right hip, higher than normal blood pressure, neck pain. I am now in the process of finding a doctor to remove the essure implant.